Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a diathermy under local anesthetic procedure on an unknown date, absorbable hemostat was soaked in monsel¿s solution and applied to the bleeding area. Two days later, the patient fainted. It was reported that the patient had a vasovagal and urinary retention secondary to vaginal pack being in situ, and the pack was removed.